Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that 12 years post implant, the patient was called to the ER due to syncope. The physician was unable to interrogate the device, there was no magnet response. The device remains implanted. No further patient complications have been reported as a result of this event.